Event description:
On (B)(6) 2025 mpxr-1291665 (con, rep): information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency) it was reported that the patient had a return of baseline symptoms and frequency. The patient stated that they had a change in symptoms after having physical therapy or significant back pain. At the therapy session, there was a massage gun that was used over the device. The patient had tried to work with the programs and did not have any change in their frequency. The patient especially experienced issues at night. The patient also said the ipg site felt hot at the time the event happened, but it was not a constant discomfort. Patient had full lead and ipg replacement today. The patient had motor responses on all 4 electrodes at 1.0 and rectal sensation on all 4 programs at 0.8.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2y7f1, serial# (B)(6), implanted: explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.